Event description:
N/a.

Manufacturer narrative:
The valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was not possible to change the pressure setting of a hakim valve. The valve was implanted to the patient via v-p shunt in 2006 with an unknown setting. On (B)(6) 2021, neodymium was used because the valve pressure could not be changed, but the set pressure could not be changed. Clinical symptoms did not improved (clinical symptoms not provided). No further information was provided by hospital.